Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient received a system error 2240 with a cascading system error 2367 alarm on the homechoice (hc) during peritoneal dialysis (pd) therapy while connected to the hc device with a 4-prong automated pd set with cassette. The patient line had been properly primed and no patient extensions were in use. The bags were properly connected and there were no open clamps on any unused lines and the patient had not disconnected prior to the alarm. There was nothing unusual noted about the supplies. The technical service representative (tsr) advised the home patient (hp) to start over therapy with manual supplies. There was no patient injury. No additional information is available.